Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported hemolysis (blood components being separated) in blood draws in the emergency room. Reporter stated that he is investigating all avenues including baxter's standard bore i.v. Catheter extension set as a potential source of the problem. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review cannot be performed since there was no lot number provided.